Event description:
It was reported that patient presented to the ER (emergency room) with hypotension and a low temp. Following admission, the patient¿s blood pressure was lower. The patient had no other symptoms, but they wanted to stop the pump. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).